Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an un-specified lesion below the knee. During advancement of the 4/30 mm xpert stent system into the guiding catheter, the stent partially deployed. There was no resistance noted with the guiding catheter. The xpert and the guiding catheter were removed as one unit without any issues. The target lesion was treated with a new xpert stent system of the same size. The patient had a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment could not be replicated in a testing environment as the stent was returned fully deployed from the device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.